Event description:
Additional information was reported that the cause was not determined as it seems to happen at random times. Adaptive stimulation (as) has been turned off. The patient was told to keep a dairy of date, time, location, and any emi the next time it happens. It was noted that the issue hasn't happened again as of today.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported ins was still implanted and functional. No other checks performed and unaware of any damage to the leads. Rep told the patient to call if it keeps happening and have not heard from patient since the incident was first reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported sudden changes in intensity even if the stimulator was turned off. It was indicated that the patient had an stroke (unrelated to their device/therapy) on (B)(6) 2020 and apparently these issues did not happen prior to the stroke. No diagnostics had been performed at the time of the report. The patient was meeting with the healthcare provider (hcp) to discuss their current condition and details of their complaint/event.  Additional information was received from the rep the same day again reporting that the patient had a recent stroke (unrelated) and stated that starting in late 2019 the patient had experiences where they got electrocuted/feeling zapping sensation from their shoulders down to their toes when the ins was off. It was indicated that no falls or traumas prompted this. The patient had cervical placement. The rep stated that this happened numerous times over the last few months. The patient stated that it occurred today. The rep indicated the adaptive stimulation was activated and the patient had group a, b and c, but all positions were set for 0.0ma except group a, recline was at 2.0ma and group b, upright was at 1.2 ma. The caller noted that 2.0ma was a little strong for the patient, but not like what the patient was experiencing when the issues occurred. The rep stated that the impedances were normal though they did mention only looking at reference 0. The rep stated that the patient had 0 percent usage in the past 30 days even though the issue occurred as recently as today. The rep indicated that they would send data file/reports for analysis and would disable adaptive stimulation (as). The rep called once more the same day indicating that the patient's zapping sensation today lasted 35 minutes, and after, unlike other episodes, the patient felt burning sensation at the battery site. The device was off before and after this issue. The patient was at physical therapy at time of the issue.